Manufacturer narrative:
(B)(4). The device was requested fo return but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "complaint of incorrect venous pressures on day 10 of cardiohelp support. (B)(6) pedi pt history of sepsis and cardiac arrest, now on day 10 of ecls support. Venous inlet circuit pressures were consistently running at -25 and noted earlier today that pressures had climbed as high as -400 to -500 with no change in flow @ 1.6l/m. Plasma free hgb is elevated @75 (>50 is high normal range). Anti x assay @ .2-.3 (protocol range for bc is .3-.7). No clots visible in circuit. Circuit was changed and within 30 min window, pressures began to rise again as described above. Account runs a shunt off the arterial outlet ll port thru stopcocks returned to venous line 3/8ll connector. A standard standalone transducer was used to measure venous line pressure thru the bridge which read at -25 (+/-). Account is concerned that there is an issue with the internal venous line sensor as all other pressure values are within anticipated range." (B)(4).

Event description:
B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. The hls module was connected to the cardiohelp device. During investigation all pressures were displayed correctly. Furthermore a visual inspection was performed and it was detected that the plugs of integrated venous pressure sensor was corroded. Thus the reported failure could be confirmed. The reported failure is known to mcp based on similar complaints. An internal process was started ((B)(4)) in order to investigate the root cause and implement corrective actions. In the course of the investigation of (B)(4) it was found that the implausible pressure sensor readings and / or alerts displayed by the cardiohelp-I were caused by priming solution (saline solution) on the pins of the pressure sensor of the heimdall flexboard (article 70104.6426). During priming it is unlikely but possible that priming solution (saline solution) enters the hls module and gets in contact with the contact pins of the pressure sensors of the heimdall flexboard. As the cardiohelp-I supplies electrical energy to the heimdall flexboard this can result in electrolysis at the pressure sensors. The electrolytic current then falsifies the signals of the pressure sensor. Most probable situation when saline solution can reach the heimdall flexboard is the de-airing process during the priming of the oxygenator. When the user opens the luer lock some saline can drop on the surface of the hls module 7.0 / 5.0 and from there it can flow inside to the heimdall flexboard. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. Maquet cardiopulmonary will implement a new coating of the affected piece part into serial production approx by first quarter 2018.